Event description:
2 catheters used had microscopic holes in the balloon. Both fell out after insertion.

Manufacturer narrative:
Investigation findings: the work order was reviewed for discrepancies. No discrepancies were identified that would have contributed to the reported event. The raw material has been identified as (B)(4) and is supplied to deroyal by (B)(4) silicone. (B)(4) has been issued to (B)(4) silicone. Reminder of the approaching due date was performed on (B)(4) 2014. The qc complaint specialist followed up with the vendor on (B)(4) 2014 to alert the vendor of the scar due date and exceeding the due date. The scar response was provided on (B)(4) 2014. During the course of the investigation representative samples of the lot number reported were returned to deroyal for evaluation. Testing of the returned units was performed by the qc complaint specialist and the issue reported by the customer was unable to be duplicated. Refer to the call (B)(4) representative samples testing attachment as evidence of the balloon inflation. Correction: a correction has not been taken. Root cause analysis: scar: the actual sample was not available for inspection, so we were unable to investigate to the real root cause. Retained representative samples were water tested and found to be acceptable. The complaint was considered unjustified. Deroyal: the actual product in which the issue occurred was not returned for evaluation. Representative samples were supplied to deroyal. Testing was completed on the representative samples and the reported issue was unable to be duplicated. Corrective action and/or systemic correction action taken: scar: the complaint is unable to be justified. As in regard to the potential root cause, nothing can be done to improve the situation, as the only way to detect such cases is to inflate the balloon with water, which is a destructive test. If action not taken, indicate reason why and by who: degania silicone preventive action: scar: a preventive action has not been taken by the vendor due to the customer's report being unable to be confirmed. No further information is available at this time.